Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013, the patient woke up at 3:00am and she still had her regular clothes on and not her pajamas. She called for an emergency doctor and when the doctor arrived her blood glucose level was 70-80 mg/dl; she was given an infusion of glucose. The patient experienced strong coughing and was taking gelo revoice. The patient's general practitioner thinks that the unconsciousness was due to the medicine. On (B)(6) 2013 at 3:00am, the patient's blood glucose level was 40 mg/dl and she ate 3 be. At 8:00am her blood glucose level was 176 mg/dl and she ate 1.5 be and bloused 6 units of insulin via the infusion device. At 2:11pm her blood glucose level was 271 mg/dl. She reported that she regularly has hypoglycemia in the morning. The patient's general practitioner thinks the infusion device does not deliver enough insulin. The infusion device was requested to be returned for product evaluation.